Event description:
Healthcare professional reported left-side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side deflation implant exchange. Healthcare professional additionally reported left side "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, crease fold and delamination on diaphragm valve and plug strap disk shell leak test and microscopic analysis was performed which identified: crack opening on diaphragm valve and delamination on diaphragm valve and plug strap disk shell. Based on the device analysis the final assessment is: a delamination total of the plug strap disk shell (adhesive failure). A delamination partial of the diaphragm valve (adhesive failure). A cracked valve seat diaphragm valve. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported, additional event of "any creases". Device has been explanted and replaced.